Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, breast contour deformity, rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and breast contour deformity." Healthcare professional later reported "rupture." Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and breast contour deformity." Healthcare professional later reported "rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Deformation: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.